Event description:
During bunionectomy, a portion of the synthes drill bit broke off into the pt's bone. Doctor used c-arm (high index x-ray) to visualize the partial bit which had broken off into the bone. Physician made medical decision (after speaking to local synthes representative) to not remove the drill bit which was broken off in the pt's bone, due to risks and benefits of removal.